Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an echocardiogram optimization of this cardiac resynchronization therapy defibrillator (crt-d) the field representative observed inconsistencies between the pacing percentages counters and what was shown on the real-time electrogram (egm). Boston scientific technical services (ts) reviewed device settings and egms and explained that it appeared intrinsic rv events were triggering biventricular pacing which incremented the rv sense counter and lv pace counters resulting in the discrepancy. Baseline artifact consistent with mv signal interference was also observed on the provided egms though it was not sensed by the device. The artifact resolved upon programming the mv sensor off. Ts suggested evaluating real-time data following system optimization and the noise was not observed. There were no instances of oversensing or pacing inhibition as a result of the observed noise. No adverse patient effects were reported. This system remains in service.